Manufacturer narrative:
The patient is a female born in (B)(6). The manufacturing process for this lead and ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Upon receipt, the device was interrogated, revealing the battery status mol1, 11 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to two aborted charging cycles, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. Furthermore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was thoroughly analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However the ICD proved to be fully functional during analysis, especially the sensing functions of the ICD were normal. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 24 months, oversensing without shocks was reported via home monitoring. The ICD was explanted and the lead was capped and left in situ. The ICD was returned to biotronik for analysis. No adverse patient side effects have been reported.